Manufacturer narrative:
Device monitored for several days and no blank display noted. Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump had keeps turning off and off no power message without a low battery warning. The customer¿s blood glucose level was 378 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power without a low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.